Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/25/2017 with the following findings: review of the pump¿s black box revealed unexplained rebooting events. A battery compartment crack was observed. No moisture was found within the battery compartment. The returned battery cap was able to secure properly to the pump. Leak testing revealed a battery compartment leak and pump case leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.